Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values that reached over 400 mg/dl while wearing the pod between 4 and 24 hours in the arm. Upon removal of the pod, the cannula was found to be bent. Symptoms included hyperglycemia, abdominal pain and large ketones. The patient was transferred to the intensive care unit (ICU) and treated with intravenous (IV) fluids and insulin. The patient was discharged after 14 hours. The patient also described receiving automated delivery restriction alerts going off overnight. The patient attempted to give correction boluses during that time without success.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data that would indicate a struggle to deliver insulin. No hazard alarm was generated by the pod. Inspection of the patient history buffer (phb) file shows that the system correctly generated an automated delivery restriction alert after the system was delivering at max for a prolonged period. This is a safety feature of the system and does not indicate a failure. The patient history buffer (phb) file was found to act as expected to respective estimated glucose values (egvs) from the continuous glucose monitor (cgm).